Event description:
The user facility reported that during a therapeutic colonoscopy, a complete loss of image was experienced when an endotherapy device was being inserted into the endoscope, but had not yet passed into the patient. The procedure was reportedly completed with a different, but similar device and there was no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to an olympus service branch for evaluation. The evaluation duplicated the user's report of a complete loss of image. The device failed leak testing, as the bending section cover glue was found peeling. Evidence of fluid invasion was noted in the control body and endoscope connector. The remote switches were also found not functioning properly, and cracks were noted on the distal end cover and the light guide tube. The insertion tube was found peeling and the light guide lens was found chipped. The cause of the user's experience was attributed to physical damage and/or fluid invasion. This report is being submitted as a medical device report in an abundance of caution.